Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing the jaws of the force bipolar instrument did not open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on a tissue.

Manufacturer narrative:
Intuitive has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of could not replicate cannot verify external event to be related to the customer reported complaint. No damage found and no product issue was identified. The instrument was placed and driven on an in-house system showing 5 uses remaining. The instrument passed grasping, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. Grips open and close properly. There was no physical damage and there was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.